Event description:
It was reported that the bd solomed¿ syringe with needle was difficult. The following information was provided by the initial reporter, translated from portuguese to english: the syringe was difficult to aspirate, to aspirate the drug liquid. Customer called to report that the syringe was having difficulty in aspiration and application. To aspirate the liquid from the alginac 5000 medication, I did not aspirate. After testing 2 syringes from batch 1357563 and 1 syringe from batch 1132498.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual evaluation, packaged solomed syringe is displayed, no defects or issues are observed. Unable to confirm failure based on images received. Physical samples are necessary to further analyze. A device history review was performed for lot 1357563, 1132498, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd solomed¿ syringe with needle was difficult. The following information was provided by the initial reporter, translated from portuguese to english: the syringe was difficult to aspirate, to aspirate the drug liquid. Customer called to report that the syringe was having difficulty in aspiration and application. To aspirate the liquid from the alginac 5000 medication, I did not aspirate. After testing 2 syringes from batch 1357563 and 1 syringe from batch 1132498.